Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring and not forming. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 07/07/2009. Information anticipated, but unavailable at this time.